Event description:
It was reported that the customer experienced multiple occlusion alarms with their t: slim pump. There was no adverse impact to the customer¿s blood glucose level. The customer previously contacted technical support regarding the occlusions but declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.